Event description:
It was reported that during a da vinci si procedure the pk dissecting forceps instrument was noted to have a wire sticking out at the tip of the instrument. There were no missing or fallen pieces reported. The planned surgical procedure was completed using an instrument of the same type. No patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a wire sticking out at the tip of the instrument. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis does not exhibit excessive damage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.